Manufacturer narrative:
A philips remote service engineer (rse) remoted in through philips remote services (prs) and found inoperative messages were present showing "wireless monitoring loss" inop and "no data tele" inop in the affected sectors. The issue occurred after all hosts rebooted and came back up. The central station logs show all hosts (including the physio servers) disconnected from the primary server at 12:52am. The servers are virtual machines (vms) and the primary server os log showed a duplicate socket leaked in process error during this time but no other errors. Wireless medical telemetry service (wmts) alert logs also showed a disconnect from several access points (aps); however, the condition has cleared. All routers, network switches, access points controller (apc) and aps are in connected mode. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be disconnection, so the device needed a hard reset. The reported problem was confirmed. The philips (rse) had customer reinsert the batteries in all the affected devices that could not be seen from the central station, and the issue was resolved. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the customer was unable monitor some patience hospital wide. The device was in use on patient at time of event, there was no adverse event reported.